Event description:
The irrigation port and the drainage port on the bard ribbed balloon 3-way continuous irrigation foley may not be adequately labelled. There are three ports on the distal end of the foley catheter. One port is clearly identifiable and is for the inflation and deflation of the balloon that holds the catheter in place in the bladder. The other two ports, one in the middle for drainage, and one on the outside opposite the balloon inflation port for irrigation, are not clearly identified on the catheter itself. The potential exists for a healthcare provider to mix up the ports and connect the irrigation bag to the drainage port and the drainage bag to the irrigation port. This could potentially cause patient harm as the bladder will not be adequately irrigated and drained.